Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The concerned sample was not received at the investigation site for evaluation. No further assessment is possible and the investigation is concluded. A sample was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The sample was received in its outer blister and with the cover foil showing the batch information. The inner blister, which offers protection to the instrument during shipment, was not used. In addition to the instrument in the blister, the broken off scissor blade was provided in a separate container. The sample evidently shows macroscopic signs of damage, namely that one of the scissor blades is broken off and the second blade is significantly deformed. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope under various magnifications. The fracture is located within the shaft. The surface of the fracture on the blade was inspected but it showed no abnormalities that would indicate a root cause for the breakage. As the blister was opened by the customer and per the initial report description, the product was handled and used on a patient. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is therefore confirmed but the root cause cannot be identified by this investigation. It cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic scissors broke in the patient¿s left eye during the middle of the retinal procedure. The scissor blade broke away from the handpiece into the patient¿s eye. The physician was able to locate the broken blade in the patient¿s eye and removed with forceps. The patient was not harmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).